Event description:
Unomedical reference number (B)(4). Event occurred in the brazil. On (B)(6) 2024, it was reported that the patient faced a high blood glucose level and correction has been done via insulin pen. Also, the patient faced a bent in infusion set cannula. On (B)(6) 2024, the patient reported high blood glucose level but does not provide the highest value. The last infusion set was changed on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00478 - device 1 of 3.